Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery issue with outflow and irrigation has occurred. An exchange of the tubing system did not resolve the reported issue. No further information was provided.